Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 1p30 that has a similar product distributed in the us, list number 1p30-24 / 28, with 510k/PMA/bla number k123947. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased architect ivancomycin result generated on the architect i1000sr processing module for an 85-year-old female patient. The following results were provided: (B)(6) 2026, sid (B)(6), 10.3 ug/ml, repeat result = 23.8 ug/ml. No impact to patient management was reported.